Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - e1803 nodule.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. Prior to sensor insertion the area was cleansed with soap and water. On (B)(6) 2023, the patient developed redness, swelling, pus, and infection at the needle puncture site. The patient had swelling around her arm and burning sensation in the are. The patient mentioned, she may have introduced a bacteria into the puncture site during sensor insertion. On (B)(6) 2023, the patient went to the emergency department (ed) and had a blood culture test to rule out a mrsa (methicillin resistant staphylococcus aureus) infection which was negative. In the ed, she was diagnosed with cellulitis and was administered IV antibiotic medication (clindamycin, unspecified dosage). The patient was discharged home on the same day (unspecified time) and was prescribed an oral antibiotic medication (clindamycin hcl, take three 150 mg tablets, three times per day, for 10 days) for the infection. On (B)(6) 2023, the patient followed up with her primary care physician who confirmed the cellulitis had already healed after the course of antibiotic treatment. The patient mentioned there was still a little nodule at the insertion site, but she was doing well. No additional patient or event information is available.